Event description:
The technician alleged the side rail will not lock in position. No patient impact.

Manufacturer narrative:
The technician found the cause to be the side rail latch spring. The technician replaced the side rail latch spring to resolve the issue.